Event description:
It was reported that the patient was feeling what sounds like diaphragmatic stimulation. The patient can definately feel this during lead testing through the programmer and felt something during the night. The doctor decided to turn off the lead monitor for the lv lead. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.